Manufacturer narrative:
(B)(4). The following information was obtained from the nurse: on (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day for the peritonitis. On (B)(6) 2011, the patient was discharged and recovering. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date during the hospitalization, the pd catheter was removed. The nurse reported the event was not related to dianeal therapy.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment was not reported. The cause of peritonitis was unknown. The patient was recovering. On an unreported date in 2011, pd therapy was withdrawn and in center hemo was started. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 3 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c03013 and h11g12049 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.